Event description:
A report was received that the patient had possible infection at the ipg site. The physician prescribed the patient with medication.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had possible infection at the ipg site. The physician prescribed the patient with medication.

Manufacturer narrative:
Additional information was received that the patient's infection was believed to be procedure related. The patient underwent an explant procedure and did well postoperatively. There will be no further information provided to bsn. The explanted devices were not returned to bsn as they were discarded by the medical facility.